Event description:
On (B)(6) 2015, it was reported to midmark that an x-ray unit (preva intraoral dental x-ray system, serial number (B)(4)) separated from its wall mounting at a user facility in fargo, nd. One of the two fasteners (long socket cap screws) that bolt the control unit to the wall plate fractured, causing the control unit to rotate sideways. No injuries were reported. The dealer technician remounted the unit prior to reporting the incident to midmark, and returned the failed fastener to midmark for evaluation.